Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: d10/d11: concomitant medical products/h3/h6: products returned for evaluation. Product testing was performed with meter and strips. No defect found most likely underline root cause mlc-058 added : user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated is comfortable with the products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 269, 234, 229, 294 and 276mg/dl. The customer¿s expected fasting blood glucose test result range is 100-139 mg/dl and expected non-fasting blood glucose test result is 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test result of 351 mg/dl using the meter. The product is stored according to specification in the front room/living room. The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is 12/07/2020. The meter memory was reviewed for previous test result history: (B)(6).